Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device would not inflate. The device was replaced with another inflatable device.

Event description:
Additional information received indicated that the physician punctured the device for removal.

Manufacturer narrative:
This follow up MDR is created to document the additional event information and evaluation of the returned device. A titan pump, two cylinders, and three rear tip extenders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with sharp instrumentation. Partial separations within abrasion was noted on all pump tubing. These were not sites of leakage. Microscopic examination of the unattached 2cm rear tip extender revealed rough and irregular surface of the separation site indicating sufficient stress was exerted for there to be separation at this site. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. The information received indicated the physician punctured the device for removal. This separation is not associated with the cause for failure. The information received indicated the device not able to be inflated. No functional abnormalities were noted with the returned components during testing, other than instrument damage. Therefore, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.